Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
When the aortic cannula was inserted into the ascending aorta, the cannula vent cap could not be easily removed. A kelly clamp was used, and the cap came off in three pieces. The entire cap was successfully removed. While no adverse consequences resulted from the reported event. The user expressed concern that the difficulty in removing the cap could have led to significant blood loss.